Event description:
Customer reported that she had high blood glucose. The blood glucose reading was 260 mg/dl. Customer was unable to troubleshoot for high blood glucose but was advised to change the entire infusion set. She stated she had not received any no delivery alarms and wondered why her blood glucose was high. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.